Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. Customer stated that the insulin pump act button had to be pressed several times for it to work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a no delivery alarm in the past with high blood glucose reading of 400 mg/dl. Customer declined troubleshooting on high blood glucose event and no delivery alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The product is not expected to return for analysis.